Event description:
Per provider, 4 way valve is contaminated with foreign substance. Per repair statement, attached unit is alarming and showing a red light.

Manufacturer narrative:
Per repair statement, attached unit is alarming and showing a red light.